Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. They reported that the patient had quite a bit of back trouble and had pre-existing issues with pain for a long time, but their shooting pain had become worse over the last three or four months. The sharp pain would grab them and they would fall and it would take them a while to get over it. The patient saw their ear, nose, and throat (ent) healthcare provider recently and had x-rays taken. The ent healthcare provider suggested maybe the implant was what was causing or contributing to the pain. The option to turn off stimulation was reviewed with the caller, however they did not feel comfortable doing so without supervision of a doctor. They reported the patient was peeing on their own and was using catheters.